Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a tlif surgery at levels l4/l5/s1. Patient experienced reoccurring back pain six months postop. There was a broken screw at s1 and hardware was loose. No fragments of broken screw remained in patient. The broken screw was removed and replaced. Also, new rods and set screws were implanted.